Manufacturer narrative:
H10. H3, h6: the reported refurbished arthropierce 45 degree left, used in treatment, was returned for evaluation. Visual assessment of the device showed the distal tip is bent and slightly twisted. The actuator is free from the movable jaw. There are no pieces missing from the device. The condition of the device indicates it was subjected to excessive force during use resulting in the reported failure. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during instability shoulder surgery, the device broke inside the patient. The pieces were removed with forceps and suction. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.